Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump intermittently lost power. The pump kept rebooting and making buzzing noises after battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: visual inspection showed some cosmetic damages. Battery compartment was found to be intact, battery cap tightened properly and there was no evidence of moisture in the battery compartment. The pump was exercised for 24 hours with no power loss or battery related warnings during the test. Review of the black box history showed that partially drained replacement batteries were used in response to low battery alerts. Removal of pump cover did not find evidence of moisture or corrosion within the pump interior. Transceiver board was found to be drawing high sleep current.